Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed and attributed to a depleted non zoll battery. This device is no longer serviceable by zoll. The device is being returned unrepaired and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.